Event description:
Customer reported receiving inaccurate low readings. Customer received a reading of 24 mg/dl then drank orange juice. After 30 minutes passed, customer began to feel sick and had blurred vision. Paramedics were called and tested with a result of 250 mg/dl and a second reading close in time of 300 mg/dl. Exact treatment provided to customer by paramedics was not described.